Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing which possibly contributed to inappropriate event termination. The ra lead remains in use. No patient complications have been reported as a result of this event.